Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) showed no anomalies. No recharging issues were observed. The ins passed functional testing including recharging and recharge coupling tests done at body temperature.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer¿s representative reported that the patient had a pocket revision performed on (B)(6) 2016 due to charging issues with their implantable neurostimulator (ins). The patient was seen on (B)(6) 2016 for their first post-operative visit. It was reported that they were unable to charge. The representative had tried another recharger (from trunk stock) but continued to get no coupling bars. It was noted that the pocket site looked well healed, the ins was palpable, and the incision line goes over the ins. The ins was implanted on the right flank, slightly above the buttock area. The antenna was positioned over the ins and the recharger belt was tight but when attempting a recharge no coupling was seen on the screen. Repositioning the antenna did not resolve the issue. When the antenna locate (al) feature was used, the highest reading was 42 with no coupling bars. X-rays taken in the operating room (ap view) showed the lead wires coming off to the left. Additional information received from the representative on feb. 17, 2016 reported that they were still unable to get any coupling bars. X-rays taken confirmed the ins was not flipped . The al had a difference of 24-32 on the left and top numbers but still no coupling. The representative had tried 2 different rechargers with the same results. A short physician mode recharge (pmr) to reset the ins was performed but still no coupling bars were seen. The patient noted that the coupling had progressively become worse. Further information received on feb. 18, 2016 reported that the ins battery was replaced due to lost connectivity over time. The representative noted they needed to charge the ins battery full prior to implant so the patient would not have to recharge over the wound. It was noted that if they charged to full they would be unable to check for coupling bars right away. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.